Event description:
It was reported that during a procedure to treat a moderately calcified lesion in the moderately tortuous left anterior descending (lad) coronary artery, a 3.0x12 mm multi-link 8 stent system was advanced via direct stenting and when trying to cross the lesion the shaft was noted to be wrinkled. Subsequently, force was applied against resistance in an attempt to cross the lesion and the mid shaft separated into two pieces. The separated portion of the stent system was simply withdrawn from the patient anatomy without issue. Another multi-link 8 stent system was used to ultimately treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported detachment of the device was confirmed. The reported twisted (wrinkled) material was not confirmed; however kinks/bends in the shaft were noted. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported failure to advance appears to be related to the patient anatomical conditions. The reported wrinkled shaft appears to be related to the circumstances of the procedure. Additionally, the reported shaft separation appears to be related to circumstances of the procedure and the instructions for use deviation. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. It should be noted that the multi-link 8 coronary stent system, instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: advancement against resistance, no pre-dilatation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.